Event description:
The user received analyzer alarms and wrong results for cea and psa for two patient samples. No units of measure were provided. For the first sample, the initial cea result was 67.53 and the initial psa result was 33.42. These results were reported. No information was provided to determine if the patient was adversely affected. The user performed maintenance including a cell clean and preparation then performed a precision test using a patient sample. The results were 104, 103.3, 104, 104.3 and 103.9. The same sample was tested on measuring cell 1 and results within the normal range were received. No specific data was provided. A new sample was drawn from the same patient and tested on (B)(6) 2010 and generated a cea result of 104 and a psa result of 30.7. The sample from (B)(6) 2010 was then retested and the cea result was 0.56 and the psa result was 1.04. The sample from (B)(6) 2010 was retested on (B)(6) 2010, the cea result was 2.17 and the psa result was 0.96. The measuring cell was replaced by the field service representative and the analyzer was then working within specifications.

Manufacturer narrative:
Investigation of the measuring cell that was replaced determined that it was within specification. No malfunction could be identified. Additional information was unable to be provided for further investigation. A root cause for the event could not be identified.

Event description:
The customer reported an issue with their meter which suggests the memory overwrite malfunction has occurred. There was no report of death or serious injury.